Event description:
It was reported that this right atrial (ra) lead was found to have lead body, insulation and terminal end damaged. This lead was separated from the header and connection. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was found to have lead body, insulation and terminal end damaged. This lead was separated from the header and connection. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.